Event description:
A right ij triple lumen catheter was inserted in a pt with severe sepsis. At the conclusion of the procedure, it was noted the guidewire was retained within the catheter and partially in the ivc. The catheter was not free-floating and was successfully retrieved by ir. Unfortunately, guidewires have a known design "flow" in that there was no hard-stop design measures, other than the professional user, to prevent a guidewire from 'slipping away' into the catheter itself.